Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. It was also reported that the patient was having difficulty charging the ipg. The physician believed that the ipg was tilted and was sticking out but there was no skin breakage. The patient underwent an ipg replacement procedure and was doing well postoperatively.